Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings:visual inspection revealed moisture corrosion in the battery compartment and on the battery cap. Investigation revealed that the battery compartment was cracked and the battery compartment threads were stripped. The pump failed leak testing due to the battery compartment damage. The returned battery cap was unable to secure properly to the pump due to the damage to the battery compartment threads. The pump cover was removed and there was no additional moisture found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.